Event description:
Promus element prov clinical study. Same case as MDR#2134265-2013-08066. It was reported that during a stenting treatment procedure, vessel jailing occurred. Aug-2010 - the patient presented with stable angina. The 100% stenosed,totally occluded bifurcated lesion was located in the distal left circumflex (lcx) and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and the placement of two promus element stents (2.50 mm x 20 mm and 3.00 mm x 28 mm). Post deployment of the study stents jailing of the 1st obtuse marginal (om) was observed. The meshes were pre-stretched and kissing balloon angioplasty was performed. Final angiography was very good. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient age at time of event: 54-55 years of age. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).